Event description:
On (B)(6) 2013, the patient reported the insulin delivery of the infusion device is too low and this has resulted in hyperglycemia for the past 2 weeks. She reported the basal rates are programmed correctly and the infusion device history is correct. Her blood glucose was 370 mg/dl at 7:58 p.m. And 375 mg/dl at 9:58 p.m., and she felt lethargic and tired. She disconnected the infusion set and bolused 5.0 units through the tube, and only one drop was delivered. She delivered an insulin injection as treatment and did not require assistance from a healthcare professional or second party. The infusion device was replaced, and the alleged products were requested for evaluation. Three attempts were made to follow-up with the patient, and these were not successful.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product by the customer. The used infusion set was visually inspected and tested for flow and tightness. An occlusion with insulin was found behind the connector needle of the transfer set. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product was delivered to any customer. The test results of the headset were within specifications. The cartridge was not returned for evaluation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All programmed boluses were delivered as programmed by the customer. All errors and alarms were triggered correctly by the pump and were confirmed by the customer. The battery cover passed the optical inspection.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.